Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported by maude event report (mw5062094), a physician performed an uneventful novasure endometrial ablation (exact date unknown) "two days later the patient developed a fever to 101.5 and was subsequently admitted to the intensive care unit and treated for sepsis secondary to endometritis. The patient ultimately underwent a hysterectomy 2016 for persistent pain, bleeding and uterine tenderness".